Event description:
A laser technician reported horizontal lines in the stromal bed during flap creation on one eye. No problems were reported with the procedure and the patient was stated to be doing very well. No injury reported.

Manufacturer narrative:
The system service history shows that three days prior to this event, the territory manager was at the sie and calibrated and verified the system to specifications. A root cause has not been identified. (B)(4).